Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient's family member regarding an external neurostimulator (ens). Patient's daughter said the patient was in the hospital, one of their wires is sticking out of the back, and noted it was very sharp so it was taped down. No device issue was reported and no further patient complications have been reported as a result of this event.